Manufacturer narrative:
A follow up report ill be submitted upon completion of the investigation.

Event description:
The customer reported a broken battery. There was no reported patient involvement.